Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis of the device revealed normal battery depletion.

Event description:
It was reported that the patient was in the hospital for a severe laceration of the left ear and had fallen many times. It was also reported that the device could not be interrogated, there was no magnet response and the device was not checked post implant. The device was explanted and replaced. No further patient complications have been reported as a result of this event.